Manufacturer narrative:
(B)(4). Per the field service representative (fsr): the customer has decided to decline service on epgs. It recalibrated several times with no problem. The epgs needs to be changed out or refurbished and the customer is aware of this but is going to keep using it. This maintenance on this machine is being taken care of by a third party biomedical engineer (biomed) that is untrained by the manufacturer. No part will be returned to the manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a fraction of inspired oxygen (fio2) error on the electronic patient gas system (epgs). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.